Manufacturer narrative:
The reported event could not be duplicated because the product was not returned for evaluation. Although there was not a confirmed failure, based on risk documentation, complaint occurrence trending, and a review of complaints with a similar event, a possible cause most often identified in relation to a heavy duty saw with sticky trigger and run-on is trigger corrosion. However, that was not able to be confirmed in this case as the device was not returned to stryker. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor product inquiries of this type for adverse trends. Device not returned for evaluation.

Event description:
The customer reported that the button jammed on the handpiece and the saw remained "live". Upon follow up, the user facility was not able to provide any further information regarding the reported event.